Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 and (usm) 4 were non-responsive. Errors 31010 and 31088 were found in the logs. Errors keep appearing after power cycle and restarts of the system. The error gets solved by removal and install again of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The usm 4 was replaced to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with all 4 arms. The instruments were reseated to clear the error. The problem was solved by cleaning the carriage communication pins (in an fse site visit after the procedure), and in case that happen again we will change the usm because the carriage was very contaminated.

Event description:
Refer to h11 for follow-up information.